Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose. She changed her site and it was fine but then started she is running high again. Blood glucose value was 418 mg/dl; treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has two air bubbles, one big and one small. No insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer stated that she did start a new medication that may be causing an issue. Customer is using a special cream and the pamphlet it does say it could cause high blood glucose. Customer has also had bent cannulas. Nothing further reported.